Event description:
Caller stated that user was driving down the road in a construction area and hit a rough area, lip of a pothole, causing the chair to allegedly flip over onto the user. User was allegedly trapped under chair - bystanders lifted chair off of user. Emergency vehicles responded to the scene. The tubing attached to the front casters was allegedly bent from previous use and the casters came in contact with the rear motorized wheels and flipped chair over. No serious injury is alleged.

Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4) is approximately 8 months old. The user manual part number 1143190 (B)(4) was issued with this device. (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female who is (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.